Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. No patient consequences.

Event description:
It was reported that during a starr procedure, removal difficult, damage of the mucosa (positioned at 12 o'clock). Firing and opening without any difficulties. Bleeding stitched over. No other complications, no delay in procedure.